Manufacturer narrative:
Pump received with button error alarm and had no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. Also received pump with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
Customer's daughter reported receiving a button error alarm on the insulin pump. Customer's blood glucose level was 459 mg/dl at the time of the call. No further information was provided.